Event description:
It was reported that the patient presented to the clinic with some abnormal sensing. Upon investigation, it was discovered that the lead had partially perforated the ventricular wall. There was no note of patient trauma. Pericardiocentesis was not required as there was little evidence of cardiac tamponade. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.